Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump powered up to a blank display screen after a battery change. It was reported that there was no trauma or moisture exposure to the pump and the issue was not resolved with battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 03/17/2014 with the following findings: visual inspection of the pump found that the lens protection film was scratched. Review of black box data found two related call service alarms. On investigation, the pump powered up with the appropriate audible and vibratory functions. The verify screen was fully functional and the pump performed properly. The investigation found related call service alarms but was unable to duplicate the reported display issue.